Event description:
It was reported that during a coronarography procedure, a balloon rupture occurred. A 20mm x 2.50mm apex monorail balloon dilatation catheter was advanced to an unknown lesion when the balloon ruptured at 8 atm. There were no patient complications reported and the patient status is fine. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device identified that a longitudinal tear was present in the balloon. The tear was located over the proximal markerband and it extended distally along the balloon for a total length of 11 mm. A microscopic examination of the proximal markerband and balloon material could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronarography procedure a balloon rupture occurred. A 20mm x 2.50mm apex monorail balloon dilatation catheter was advanced to an unknown lesion when the balloon ruptured at 8 atm. There were no patient complications reported and the patient status is fine. Additional information has been requested and is not available.